Event description:
It was reported that during implant attempt, the lead kept dislodging. The lead was not used and another lead, with active fixation, was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).